Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose level of 227 mg/dl. During system check with tandem technical support, it was found that air bubbles were observed within the infusion set tubing. Infusion set tubing was primed to address the issue and insulin delivery was resumed. Additionally, it was reported that the pump time was incorrect by 5 minutes, cause was unknown. Reportedly, the customer corrected the pump time to resolve the issue.